Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 7.6ml, the rate was 1.8ml, and 75.45ml was given. Air was present in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.